Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a lot of episodes in the counters and invalid data. It was further reported the icm detected bradycardia episodes due to undersensing. It was noted that the device had reached end of service (eos). The icm remains in use. No patient complications have been reported as a result of this event.